Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer was advised that the insulin pump will need to replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.